Event description:
A malfunction was reported with a pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label. The customer reverted to an alternate method of insulin therapy.